Event description:
It was reported that the patient had approximately seven seconds of cardiac arrest. The patient was having a double surgery, the first for a digestive issue and the second to replace the device. While being removed from the pocket, the device showed no pacing and caused the seven seconds of cardiac arrest. The new device was implanted. The explanted device was interrogated afterwards and it was suspected that the electrocautery caused the ventricular lead polarity to switch to unipolar, which the patient could not tolerate well. The device was explanted and replaced. The lead tested within normal range, and remains in use. There were no further patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated normal depletion as the device met expected longevity.